Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs stat assay and elecsys brahms pct on a cobas e 411 immunoassay analyzer. The patient sample initially resulted with a troponin t value of 77.00 pg/ml accompanied by a data flag and this value was reported outside of the laboratory to the doctor. The primary tube of the sample was repeated, resulting with a value of 16.46 pg/ml accompanied by a data flag. The sample was repeated in a sample cup, resulting with a value of 17.84 pg/ml accompanied by a data flag. A second tube of the sample was repeated, resulting with a value of 15.79 pg/ml accompanied by a data flag. The sample was repeated after centrifugation on (B)(6) 2019, resulting with a value of 9.11 pg/ml. The sample was repeated again on (B)(6) 2019 resulting with a value of 10.40 pg/ml. The second tube of the sample was repeated on (B)(6) 2019, resulting with a value of 10.92 pg/ml. A microtainer tube of the patient sample was tested for pct, resulting with a value of 0.341 ng/ml. A tube of the same sample used for troponin t testing was then repeated for pct, resulting with a pct value of 0.038 ng/ml. It was asked, but it is not known if any incorrect pct values were reported outside of the laboratory. The troponin t reagent lot number was 38153905 and the pct reagent lot number was 38313904. The reagent expiration dates were requested, but not provided.